Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter was reading inaccurately erratic compared to lab tests. A follow-up contact was made between lfs and the patient on (B)(6) 2012, and additional information was obtained. The patient tests her blood glucose (bg) 8-20 times a day depending on how she is feeling. The patient tests in the morning when she wakes up and at night before bedtime. The patient also tests before and after each meal; and whenever she consumes a snack or is not feeling well. Her normal/usual bg levels are around "8.0 to 10.0 mmol/l". The patient manages her diabetes with apidra insulin. She adjusts the insulin dosages based on her meter readings and carbohydrate counting. The patient indicated that the alleged issue started on july 30, 2012, at 10:30 am. She had obtained a result of "13.7 mmol/l" (247 mg/dl) on the lfs meter that same morning at an unspecified time before the alleged issue began. The patient mentioned that she had a glucose tolerance test performed that morning. At 10:30 am, the patient reportedly had blood glucose results of "13.7 mmol/l" with the lifescan meter and "8.6 mmol/l" on a laboratory device, performed within 20 minutes of each other. It is unknown if there was any intervention between the two tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy testing. The lfs representative involved in the follow-up contact noted that since the results "were not satisfactory", the patient bolused. Later that same day at 12:30 pm, a second set of tests were performed as part of the glucose tolerance test. The patient reported blood glucose results of "22.5 mmol/l" with the lifescan meter and "29.7 mmol/l" on a laboratory device, performed within 20 minutes of each other. It is unknown if there was any intervention between the two tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results also exceeds lifescan's criteria for accuracy testing. Hours after the both tests were performed, the patient claimed that she developed symptoms of a headache, frequent urination, and general feeling of being unwell. The patient did not report having the need to seek or receive medical intervention because of the alleged issue. Through troubleshooting, the patient was found to using an incorrect testing technique. The patient was reportedly not always cleaning her puncture sites. Based on the information provided, this complaint is being reported due to the following conclusion: the patient performed meter-to-lab comparisons where the calculated differences of the reported results exceed lifescan's criteria for accuracy testing. There is no evidence, however, that the alleged issues contributed the patient's injury. The patient was already in a state of hyperglycemia before the alleged issue began and before the symptoms suggestive of hyperglycemia developed. Also, the patient's symptoms developed after undergoing a glucose tolerance test. The patient's symptoms correlated with the reported lfs meter reading.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.